Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 13-jul-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Complaint issues could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a-4 patient weight: unknown/asked information unavailable. Section h6: health effect - clinical code: 2140 glare, 2140 visual disturbance- dysphotopsia. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). In a secondary surgical procedure, the iol was explanted due to complaints of glare 90% of the time, colors dull, film over vision, and "never good" vision. Another johnson & johnson lens, model zcu150 19.0 diopter was implanted as a replacement. There no serious injury, no suture(s), and no vitrectomy. It is unknown if the incision was enlarged. Patient's post-lens exchange outcome was reported as patient happy with vision. No further information is available.

Manufacturer narrative:
Correction: upon further review, it was noted that section b-4 date of this report reported in follow-up #1 MDR was missing when the report was submitted. Therefore, the information is captured in this supplemental report. Section b-4 date of this report: 04-aug-2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.